Event description:
It was reported that during a lap hernia repair, the 4-40 stud broke off of the handpiece and the active blade broke off the instrument. The case was completed with another handpiece and instrument. No patient consequence was reported.